Event description:
It was reported that the pt was in the operating room coming off bypass pump. The perfusionist had the pump in standby while on bypass pump and when he went to start pumping, he got a system error 6 alarm, relating a 'front end failure'. The perfusionist reset the alarm and then started pumping: pump was running fine at this time. The clinical support specialist (css) confirmed that the pump was working as it should. At this time the pt was in 1:2 and coming off bypass. When the perfusionist gets the pt to the intensive care unit, he will transfer to another pump and this pump will go to biomed. The css and the perfusionist discussed how to fiberoptix sensor (fos) map cal when he made the change.

Manufacturer narrative:
(B)(4). Product will not be returned for evaluation.